Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the pacemaker was undersensing p-waves that were falling into the post-ventricular blanking period. As a result, there was inappropriate atrial pacing that occurred during episodes of atrial fibrillation. The patient was asymptomatic.